Event description:
On 7/25/2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak device failed during an anterior bankart repair procedure on (B)(6) 2025 due to an inability to convert the repair suture. The device was inserted per technique, using the ar-3610dc-3 disposable curved instrument kit and an sd lasso to pass the suture. The anchor was converted through the cannula with a small-angle drill. During the attempt to pull the stitch through, significant tension caused the shuttle stitch to break. The repair stitch was cut, resulting in approximately five additional minutes to the procedure. A second ar-3636 knotless 1.8 fibertak device was opened and placed a few millimeters away without issue. All broken suture components were retrieved, and the initial implant was left in the bone. No harm occurred to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.